Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a non-recoverable error 319 occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed error 319 in the logs pointing to the endoscope controller (ec). Tse informed site that the ec would need to be replaced. The system was not used on the patient. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have an electrical/fiber optic defect leading to 319 error. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.